Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a procedure, t2 anchor did not deploy. No additional information was received from reporter regarding surgical delay or backup device availability. No patient injuries were reported.

Manufacturer narrative:
Four (B)(4) fast-fix 360 curved needle delivery system devices returned. Along in the box was also one (B)(4) fast fix 360 knot pusher suture cutter (kpsc) product returned. The fast fix devices are not serialized or identified with their respective complaint numbers. They will be evaluated together and the results will be shared with the four complaints applied to this receipt. A separate complaint or additional line to one of the existing complaints will be created for the kpsc. The fast fix devices are all bent and distorted to some degree. One needle is quite straight configured. This one is bent but still cycles and actuates. The others have attained too much damage to their needles. Only one device had t¿s and suture attached. They could not be deployed due to the needle being distorted. No root cause related to the manufacture of the device was confirmed.